Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy. There was no adverse impact to the customer¿s blood glucose level.